Event description:
The following was reported through a review of the article titled, "multicentre study comparing ab-interno canaloplasty and trabecular micro-bypass stent in primary open-angle glaucoma". Reportedly following trabecular microbypass stent system procedures in a total of one hundred fifteen (115) operative eyes, one (1) eye experienced persistent postoperative corneal edema, and one (1) eye presented with postoperative stent obstruction, which was managed with topical glaucoma medication. Additional information was not available through follow-up. See attached article for further details. Reference doi:10.1038/s41433-026-04483-4. This report references the case of corneal edema associated with the g2 device.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Corneal edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Corneal edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report 2032546-2026-00041 for the case of stent obstruction associated with the g2 device.